Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The axiem box was adjusted and replaced. Fdm b01, fdr c02, fdc d02 are applicable to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found no failure. Reported problem could not be duplicated. The field generator was connected to a test system for a multi-day burn-in test. The system remained in green status during all testing. Flexing the cable did not indicate any intermittent opens. Fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site experienced a problem during a case where they were getting a localizer not detected error during registration. Registration had been started without problem when the error occurred. The site switched the localizer to the other port on the axiem box and completed registration. When coming back to start navigating the error occurred again. The site was unable to resolve and navigation was aborted. There was a less than hour surgical delay and no impact on the patient outcome. A manufacturing representative (rep) made a site visit and was able to replicate the issue. It was noted that the issue occurred with a different navigation system as well. However after reseating the axiem box/emitter several times the rep was able to get the emitter to work. The em interface was checked and no coil faults were found. A replacement emitter was being sent due to the intermittent nature and customer dissatisfaction.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9 731203. If information is provided in the future, a supplemental report will be issued.